Manufacturer narrative:
The initial MDR 2247117-2015-000054 was filed on (B)(6) 2015. Additional information (10/29/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the vacuum pump. The cause of the discordant, falsely elevated cea results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely elevated cea results on two patient samples is unknown.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample upon repeat testing on an immulite 2000 xpi instrument. The sample was initially tested on the same instrument and resulted lower. Additionally, a discordant, falsely elevated cea result was obtained on another patient sample (sample ID (B)(6)). The discordant results were not reported to the physician(s). The sample for patient 1 was repeated one more time on the same instrument and resulted lower, while sample (B)(6) was repeated three times on the same instrument, resulting lower. The results were reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea results.